Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence of multiple cartridges. Subsequently, multiple cartridges were leaking at the septum. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 206 mg/dl.